Event description:
It was reported the patient¿s left implantable neurostimulator (ins) did not do much. The patient¿s healthcare professional (hcp) felt that the patient was not getting results because they did not feel the stimulation turning on or off and their right had did not have tremor. The ins left ins was removed when the right ins was changed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient received assistance from a manufacturing representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387-40, lot # j0231016v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3387-40, lot # j0231016v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).